Event description:
Home patient reports leak with patient extension line. Spouse reports leak noted in middle of tubing. Spouse reports home patient restarted with new supplies as instructed by the baxter technician. No patient injury or medical intervention required per spouse.